Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Conflicting results for sars compared to other rapid test. Unknown if patient was symptomatic. No apparent adverse event.